Event description:
It was reported that a malfunction occurred after the customer had an ultrasound done. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose. There was no adverse impact on the customer's blood glucose level.